Event description:
The customer stated that he tested his blood glucose using his contour meter and a one touch ultra meter. The contour read 392 mg/dl, while the one touch read 160 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. The meter was also replaced at the customer's insistence. A new contour meter kit was sent to the customer.